Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 140 mg/dl. A lost sensor was also reported to the list of issues the customer had. The customer stated that they had moments where his blood glucose would range from 50 mg/dl to 500 mg/dl. However, the customer is feeling more comfortable with working the insulin pump. The customer is not currently uploading carelink. The customer had to get off the phone because they were a work. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.